Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622-1003. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer complaint indicates error code 41622; complaint was replicated during motor test. Motor did not stop running, cam shaft sensor error was discarded. Mainboard pwa (printed wireless assembly) damage was the main probable cause. Pwa mainboard and components were replaced with a new pwa mainboard. Also, during motor test, it was found that odometer revolutions were out of range, and motor was replaced with a new motor. During visual inspection, it was found that the lens was damaged, and the lens was replaced with a new one. The performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.